Event description:
During the 3 months post implant routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results and conclusions: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4).